Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There were no abnormalities found. The thermal damage was noticed postoperatively. The surgeon believes that the electrical conduction with the tissue trapped at the base. There was no instrument collision. The arcing was observed during the procedure. The other instruments in use when the event occurred were fenestrated bipolar and cadiere forceps. The arcing occurred from the subject instrument. There was no patient injury. There are no photos or videos for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with reported complaint of thermal damage to pulley cover.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, 8mm maryland bipolar forceps instrument was found to have thermal damage to pulley cover. The procedure was completed with no reported injury.